Manufacturer narrative:
Complaint was confirmed. Visual evaluation revealed the driver tip broke off. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, and/or not fully seating the driver into the screw during tightening.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a talonavicular arthrosis surgery the arthrex device ar-8737-38 broke inside the patient. It was not possible for the surgeon to remove the broken fragment. Even though the device broke during use the surgery was completed successfully with the same device. It was not necessary to change the surgical technique or perform a second surgery.